Event description:
A microvasive initial gastrostomy tube was placed in 2000. One month later this tube was loosed into the pt's stomach. A replacement tube was placed two months and a half later when pt presented to ER with acute abdomen. Surgery was done, part of small bowel was removed. Pathology report identified two perforations and a feeding tube. The pt ultimately loosed part of colon also. After intensive treatment the pt died the following month.